Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges inaccurate delivery- suspects that there is something wrong with the motor of the pump since the same amount of insulin lasts longer, and since he has higher blood glucose values than earlier. No adverse event alleged. A request was made for the return of the device.